Event description:
Customer rpeorted being hospitalized for dka. It was reported that pump alarmed no delivery numerous times prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.

Manufacturer narrative:
A complete analysis and testing of the pump showed it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.